Manufacturer narrative:
One device was received for evaluation. A review of the event history log confirmed the reported problem. Additional errors included base not responding and travel reverse error¿check clutch/plunger lever. Additional findings included a corroded interconnect board, worn drivetrain parts, and oil contamination throughout the interior of the pump. The battery, drivetrain parts, main printed circuit board, and interconnect board were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not charging. There was unknown patient involvement. The completed investigation result found the battery communication timeout and base not responding error.